Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged failed battery alarm found on 02-sep-2021. Pump error 53 confirmed during power on. Failed battery alarm noted during power on. Blank display not confirmed. The insulin pump was cut open and found a loose solder joint at resistor r11. Unable to download pump history files and traces due to failed battery alarm. Unable to perform self test, active current test, sleep current test, and displacement test due to failed battery alarm. No moisture damage found on electrical board 1 and electrical board 2. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Failed battery alarm confirmed due to loose solder joint at resistor r11. Pump error 53 confirmed during power on. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received software error detected alarm and had blank display. Customer stated they had changed the battery and insulin pump had battery failed alarm. The customer was not able to clear the alarm. Time clock was not visible on the screen. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.